Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. It was reported that the insulin pump was beeping and flashing white screen and didn't see anything on the screen, only a blank screen. It was stated that there was no report of pump screen flashing when screen was turned on after being in sleep mode. The customer was not getting any insulin. Customer also reported that the screen was flashing. The device will not be returned for analysis. The reservoir will not be and insulin pump will be returned for analysis.